Event description:
Additional follow up sent on 24sep2025: the initial report indicated that 'blood spilled out and the auto occlusion failed.' However, upon review, our investigation team has confirmed that the referenced material# 381444 is a non-blood control device. Kindly confirm whether you were aware of this information. Customer response received on 24sep2025. We were unaware that these do not have a blood control feature. The client explained that other time they had used it the blood did not spill out.

Manufacturer narrative:
Additional information received: the initial report indicated that 'blood spilled out and the auto occlusion failed.' However, upon review, our investigation team has confirmed that the referenced material# 381444 is a non-blood control device. Correction- cancel MDR. There is no failure related to bc as this device does not have that feature.

Event description:
Injuries or adverse event: no. Reported issue: customer explained they use 6 out of the 25. Blood spilled out and the auto aclusion failed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.